Manufacturer narrative:
(B)(4). Unit passed displacement test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump battery life diminished less than a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.